Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller alternating current (cac) adapter would not provide power or show a green light despite having a good connection. The cac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed visual inspection. Functional testing revealed an open input fuse which prevented the controller ac adapter from providing power, confirming the reported event. The most likely root cause of the reported event can be attributed to an open fuse. If information is provided in the future, a supplemental report will be issued.